Event description:
The patient reported that in 2003 she began having problems with her pancreas. An emergency room physician told her that it was due to the implant, because she did not smoke or drink. She has since been told the same thing by two other doctors. The patient states that, due to these continuing problems she is very depressed and experiences a lot of stress. The patient states that she wants to have the device explanted, because of these problems. No specific patient symptoms or treatment details were reported. Multiple attempts have been made to obtain further information from the hcp including multiple telephone calls and a written request. No additional information has been received from the hcp as of the date of this report. A follow-up report will be sent if additional information is received. See manufacturer's report #: 3004209178200702511.